Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection: the sensor cannula was broken and the broken part was missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor in opened/used condition.

Event description:
The customer reported via phone call that her sensor alarmed with multiple sensor errors along with a calibration error. The sensor was kinked. The sensor was returned and replaced.